Event description:
It was reported that during a coronary stent procedure, the physician was unable to reach the lesion and elected to switch out the guide catheter. Guide support was lost. While attempting to pull the stent out of the "im," the stent became dislodged and the shaft of the catheter broke. The catheter was removed; however, the stent remains in the pt. Pt status is listed as "okay."